Event description:
It was reported the micro-introducer of 2 trays with the same batch, present failure to advance, since it retracts up to the top and opens in its distal part. No other information was provided. This report addresses the second of two devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damage microintroducer is confirmed but the exact cause remains unknown. Two photo samples of a 4.5 fr microez microintroducer was provided for evaluation. The first sample shows the microintroducer sheath without the internal dilator present. The orange tabs have not been peeled. The product kit label is visible and indicates lot: reev3293. The distal tip of the sheath appears to be deformed and flattened. The second photo appears to show a similar sheath tip and condition. The sheath is angled which shows multiple deformed ridges at the tip. Based on the photo samples provided, possible contributing factors include damage during handling, advancement against resistance, and inadequate skin knick. The product instruction for use (IFU) states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a safety scalpel prior to making incision." Since the microintroducer sheath tip appeared to be damaged, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reev3293 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the micro-introducer of 2 trays with the same batch, present failure to advance, since it retracts up to the top and opens in its distal part. No other information was provided. This report addresses the second of two devices.